Event description:
Additional information received reported that the patient outcome was fine.

Manufacturer narrative:
Analysis of the lead model 338728, lot b0719066k found all conductors were broken 13.3 cm from the distal end of the lead. There was breached environmental stress cracking on the outer insulation. All circuits were open.

Manufacturer narrative:
Lead model 3387-28 lot #b0719066k explanted: 2012-(B)(6).

Event description:
It was reported the lead was broken in two places, and the lead was explanted. There was no patient injury.

Manufacturer narrative:
Lead model 3387-28 lot# unk implanted: (B)(6) 2007.

Event description:
Additional information. The patient was now doing "ok."